Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 0%, within two days. Review of t:connect pump data verified the battery depletion. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The customer reported on (B)(6) 2016 that their blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.